Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by the paramedics due to low blood glucose levels of 11 mg/dl. The customer was treated with glucagon at home, and was not taken to the hosp. Troubleshooting was performed, and the customer's glucose meter read 125 mg/dl, but the sensor glucose reading was 185 mg/dl. It was also stated that the customer's healthcare professional decreased the basal rates. Nothing further was reported.